Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection of the unit, a broken issue was observed in the luer lock. The complaint is confirmed since the luer was broken which caused the leakage. No other analysis was performed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause was determined as supplier item fault. For corrective action, an investigation was open to the supplier through snn-00003193. Since lot number was not provide it cannot be confirmed if lot was impacted by the corrective actions implemented under snn-00003193 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device serial number/lot number is unknown.

Event description:
It was reported that during the pre-use check, leakage of circulation water from the product was observed. No patient injury was reported. *no additional information is available for this complaint.